Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. The system logs also reveal that the site has used the mcs instrument (part 420179-15; lot n10171101-873) in three subsequent surgical procedures. As of the date of this report, no additional complaints have been reported to isi involving the mcs instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient allegedly sustained a bowel injury that required repair after electrical energy arced through the mcs tip cover accessory. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted resection procedure, electrical energy allegedly arced through the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument. Three holes were found on the mcs tip cover accessory and a burn injury was reportedly discovered on the patient's bowel. The patient's bowel was repaired intra-operatively and the procedure was completed as planned. On 01/02/2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from an isi clinical sales representative (csr): she was not present during the surgical procedure which was not recorded on video. The mcs instrument was inspected prior to use and no issues were identified at the time. The site used the installation tool for the mcs tip cover accessory. The site used a valleylab generator during the case. According to the csr, the surgeon typically uses 30 settings across the board. The csr did not know the severity of the burn injury to the patient's bowel. However, she explained that the bowel injury was repaired with sutures and the case was completed robotically. No post-operative complications were reported to her. On 01/02/2018, isi also obtained the following additional information regarding the reported event from the site's robotics coordinator: the robotics coordinator was not present during the surgical procedure. However, he believes the surgical staff likely saw electrical energy arc from the mcs tip cover accessory to the patient's bowel. The robotics coordinator also believes the burn injury was superficial and confirmed that the bowel was repaired with suturing. The case was completed robotically and no post-operative complications were reported. To his knowledge, the surgeon uses 30-35 generator settings. No intra-operative instrument collisions were reported.